Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Reportedly, the air bubbles were successfully primed out to address the issue. Customer¿s blood glucose was 100 mg/dl.